Event description:
It was reported the tissue pad came off during an unknown procedure. It wasn't reported how the case was completed but there was no consequence to the patient. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.